Manufacturer narrative:
Concomitant medical products: dtma1qq ICD, implant date: (B)(6) 2019; 429888 lead, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that loss of capture was noted on the right atrial (ra) lead, and a chest x-ray confirmed dislodgement. It was also reported that chronic high thresholds were observed on the ra lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.